Event description:
Event description guidant received information that during pre-use testing, this implantable cardioverter defibrillator (ICD)was unable to be interrogated. The device was returned to guidant for analysis.